Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined

Event description:
It was reported that patient was not receiving effective therapy since the implant. X-rays revealed that the lead had migrated. Surgical intervention was undertaken on (B)(6), wherein burr hold cap was removed. Lead was manually pushed down 7 mm and tested. A new burr hole cap was opened and placed addressing the issue.